Manufacturer narrative:
Device was not returned, there was no evaluation "method" of the device.

Event description:
Prof. Implanted a thin walled gore-tex vascular graft as a modified blalock-taussig shunt in a 10 month old baby. The dr noticed the graft was leaking after implantation. Approximately 650 mls of fluid were lost in the first week. The child has undergone aspiration twice and seems to be doing well at this time.